Event description:
A health care professional published original article with a purpose to scleral fixation of intraocular lenses (iols) using the yamane sutureless flanged technique is an effective alternative to anterior chamber iols. The company lens, a widely available model, is gaining popularity for this method. A retrospective review was completed of patients who underwent scleral-fixated iol (sfiol) insertion via the yamane technique using the company iol over a five-year period. The primary outcome was change in best corrected visual acuity (bcva) at three time points: pre-operatively, first post-operative visit (5 weeks), and final post-operative visit (=3 months). Secondary outcomes included the difference between target versus achieved post-operative refraction (spherical equivalent, se) and complication rates. Twenty-eight eyes of 26 patients were included. On three occasions, the company iol haptic was broken during injection and required removal of the damaged iol and injection of a new iol during initial procedure. The study was concluded stating use of the company iol via the yamane technique is a safe, effective option with visual outcomes and complication rates comparable to other iols.

Manufacturer narrative:
Literature citation: smyth, a. C., mccabe, g. A., & kennelly, k. P. (2025). Safety and efficacy of the ma60ac lens in the yamane suture less flanged scleral fixated iol technique. Expert review of ophthalmology, 20(2), 115¿121. The product was not returned. The literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Anon-qualified delivery system was indicated. The root cause for the reported haptic damaged during injection may be related to a failure to follow the IFU. A non-qualified delivery system was indicated in the literature article: safety and efficacy of the company lens in the yamane sutureless flanged scleral fixated iol technique. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).